Event description:
Baxter technical services reported the pump was returned for service with an original reason for return: "accuracy" no patient injury associated. No additional information provided.

Manufacturer narrative:
Evaluation was completed on october 26, 2005. The infusion pump was tested for flow accuracy at 100 ml/hr. The pump failed the accuracy test with a flow value of -5.49% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.